Event description:
It was reported via our sales rep that he noticed during a surgery after implantation of a nail that the device showed a fissure of about 15 mm in the transition area from metal to carbon. Further he noted that surgery was continued without alternative device and finished without delay and with desired result.

Manufacturer narrative:
Eval summary: functional check - the targeting arm was tested with sample instrument and a sample nail ((B)(4) left). All nail holes could be passed by a sample drill inside spec. Even though the targeting arm material is cracked, the function was fully given. Although cracked the returned targeting arm passed the pre-operative function test. The item was functional in such a way not to cause significant damages on a corresponding nail respective not leading to misguiding. No mfg faults found. Eval revealed that the found crack is linked to the design of the device.